Event description:
It has been reported that the system could not perform exposure. The error message of ¿fluoro storage not possible, image disk problem¿ was displayed. The procedure could not be performed. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the fluoro storage and image disk problem. Review of the system log file showed that the malfunctioning in lateral image processing pc (ip-pc). To resolve the reported issue the fse recreated the lateral and frontal ippc database images in m-cabinet. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.